Manufacturer narrative:
The battery pack associated with this complaint was not returned and thus the root cause could not be determined. Troubleshooting of the AED with the customer identified that the AED is functioning as designed and can stay in service. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer reported that their AED battery was depleted. They reported that this did not occur during patient use.

Manufacturer narrative:
Analysis of the AED's log files did not identify a cause for the depleted battery pack. Following analysis of the device logs, the unit was requested for return and further evaluation. Upon receipt, the device underwent bench testing, during which the AED identified a service code that would not clear. Despite the reported service code, the AED delivered shock therapy as expected during testing.